Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Our field service engineer confirmed the reported test failure. After replacement of the expiratory side pressure transducer, the ventilator passed pre-use check and worked as expected. The evaluation of received device logs confirms the reported internal leakage. A visual inspection of the pressure transducer's pressure sensor chip showed a defect in the membrane cavity. The returned pressure transducer was installed in the reference ventilator. The reported issue could not be reproduced. A failure of the inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. The conclusion in this matter is that the reported failure could be confirmed from received device logs but was not reproduced during the laboratory investigation. The visible pressure sensor defect may have made the pressure sensor susceptible to interference, but this hasn't been established.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).